Event description:
On 08-apr-2025, the manufacturer was notified that the user was hospitalized on (B)(6) 2025 for diabetic ketoacidosis (dka). The user was treated with intravenous insulin and discharged on (B)(6) 2025. No immediate or long-term effects were reported. The user was not wearing the ilet at the time of event. The user resumed use of the ilet following discharge.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.